Manufacturer narrative:
Investigation summary : a device history record review was completed for provided lot number 201008. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample and a video sample were returned for evaluation by our quality engineer team. Through examination of the sample, a crack on the cannula (metal part) could be observed. It was concluded that the reported leakage resulted from the cracked cannula. The cannulas are received from a supplier manufacturing site before assembly. Our cannula supplier has identified several possible root causes related to welding operation including failure in power supply, incorrect weld due to a misalignment of the steel edges during the tube forming process, misalignment of the weld station, or the presence of dirt, grease, or oil on the steel strip surface. Based on the preventive measures in place and since this is the first report received for this type of issue on lot number 201008, further action has not been determined necessary at this time. H3 other text : see h10.

Event description:
It was reported that needle 25ga 1in leaked. The following information was provided by the initial reporter: "customer report needle leaked from the hub, not thru needle head.".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 25ga 1in leaked. The following information was provided by the initial reporter: "customer report needle leaked from the hub, not thru needle head."